Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that (B)(6) 2014 end user called provider stating the wheel locks would not hold. They went out and tightened them.